Event description:
It was reported that the ring sensing is picking up an intermittent waveform that is intermittently being oversensed. The short interval count (sic) is greater than 300. There are no non sustained tachycardia (nst) episodes and the impedances were steady. The physician set sensitivity to .9mv to stop the oversensing and changed detections to 24/32. In addition the reporter sent in fax of noise seen on tip-ring and tip-coil however not seen from can to coil and not on leadless ECG. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime ventricular sensing integrity counter is 484. A high value of this count can indicate a possible intermittency in the system.